Event description:
Stent of proximal right coronary artery. Predilation with 3.0 catheter, satisfactory lumen. Placement of stent was unsuccessful due to failure of the balloon to completely inflate and upon reprep and reinflation at the recommended inflation of 8 atmospheres, the balloon ruptured. In an attempt to remove the balloon, the stent was dislodged with guide wire tip entrapment and attempts at recrossing the dislodged stent were not successful, but the vessel remained patent.